Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on december 15, 2023 by the bmc musculoskelet disord. ¿la comparative analysis of suture-augmented and standard hamstring autograft single-bundle acl reconstruction outcomes: short-term functional benefits without long-term impact.¿ the study reviewed 169 patients and identified acl/pcl instability with reported infection with bioabsorbable interference screws in 1 patient during the 2-year follow-up period. Ref: tavakoli darestani r, afzal s, pourmojarab a, baroutkoub m, sayyadi s, barati h. A comparative analysis of suture-augmented and standard hamstring autograft single-bundle acl reconstruction outcomes: short-term functional benefits without long-term impact. Bmc musculoskelet disord. Dec 15 2023;24(1):971. Doi:10.1186/s12891-023-07100-7.